Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. D6a implant date: used the first date of the month of the aware date as no implant date was provided.

Event description:
It was reported via medwatch that balloon rupture occurred. The patient underwent ultrasound-guided right radial arterial access, followed by left selective coronary angiography and intravascular ultrasound (ivus) of the left anterior descending (lad) and left main coronary arteries. A percutaneous coronary intervention (pci) was performed on the ostial, proximal, and mid segments of the moderately calcified lad with 90% stenosis. A 3.0 mm x 48 mm synergy drug-eluting stent (des) was deployed at nominal pressure and overlapped proximally with a 3.5 mm x 20 mm synergy des deployed slightly above nominal pressure. During deployment, the stent balloon burst during initial inflation at approximately 4 mmhg, below its rated burst pressure of 16 mmhg, resulting in the patient's temporary st elevation and a temporary spike in blood pressure. The stent delivery system was retrieved intact, and the patient symptoms resolved without further intervention. The overlapping stent segments were subsequently post-dilated using the balloon from the proximal stent, and the procedure was completed successfully without further complications. The patient condition was good post-procedure.